Manufacturer narrative:
Section a2, a4 and a5: information unknown/ not provided. Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section e1 - telephone number: (B)(6). Section h3 - other (81): the system has not been evaluated yet. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6 -health effect - clinical code: 4581: hs-flap issues - decentered flap : corneal flap complications. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that they experienced a decentered flap during treatment, causing the treatment to be stopped. Through follow up we learned that a flap decentration occurred and, because of this, the surgeon repositioned the flap without performing treatment with the excimer laser. For this eye he will evaluate the situation and likely convert to a prk (photorefractive keratectomy) during the next following weeks. No further injuries/medical /surgical interventions have been reported. No additional information was provided.